Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred. Vascular access was gained via the left brachial artery. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left subclavian artery. A non bsc 6f sheath was inserted then a non bsc 2mm balloon catheter and a non bsc guide wire crossed the lesion. Ivus was performed. Pre dilation was performed using a non bsc 2mm balloon catheter then the 7.0x20x75cm express ld vascular stent advanced and bumped into the ostium of the lesion. The express stent was withdrawn as the physician wanted to perform pre dilation. The distal edge of the stent became stuck in the lesion and the stent dislodged. It was attempted to remove the dislodged stent with a snare; however, the stent was unable to be captured and pulled back into the 6f sheath. Removal attempts were suspended and the target lesion was treated with placement of an express ld stent. The physician then successfully removed the dislodged stent surgically. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).